Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was excess bleeding from the sheath's access site. A few minutes after inserting the faradrive sheath into the patient they noticed a "significant amount of blood" coming from the groin site where the faradrive was placed. A figure eight suture was added at the site at the time and the original sheath was used to complete the procedure. At the end of the procedure pressure was applied to the access site and the opening was per closed. No further complications were reported, and the patient was not hospitalized. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.